Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a severe skin reaction to a sensor. The patient's blood glucose at the time of incident is unknown. The customer had a sore or rash in the shape of the sensor adhesive (not overtape). The patient has been using sensors for a long time and never had problems. The patient has inserted three sensors since with no problems. The customer did not keep the sensor so it was not returned for analysis, and a replacement sensor was shipped to the customer.